Event description:
It was reported back in may/june, the patient had a fall and since then, the patient had had pain in the left leg and on the back. It was noted, the patient's right leg was still working "good." X-rays were taken the previous month and determined "nothing." It was noted they would be doing a revision because something was "not working right."

Manufacturer narrative:
Product ID, 377775 lot# v005877, implanted: 2006 (B)(6), product type lead product ID, 377775 lot# v005877, implanted: 2006 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient (B)(4).